Event description:
It was reported that during a low anterior resection (j-pouch) procedure, the surgeon reported the anvil became disengaged when they tried to close and fire the instrument. He attached the anvil to the trocar and the resident closed the instrument. During closing the resident admitted that he felt no tension but still continued to close until the indicator was in the green gap setting scale. When the device was fired, the anvil "popped" off dumping the staples and exposing the knife blade. A second device was opened and used with the anvil from the first device (did not want to disturb the purse string suture, as he felt it was well placed). The same problem occurred as described above. A third product was opened and used to create a successful anastomosis. No adverse patient outcomes reported. Note: no product is being returned.

Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Received the following information.lot numbers not recorded. Both devices were a cdh29. The tissue was not cut during the firings. Attempted to fire across staple lines with the two devices, but nothing cut or stapled. The patient was radiated pre-operatively.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.